Manufacturer narrative:
Unit received with severely damage detached end cap. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that the insulin pump broke when flew off her pants onto a granite countertop. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction.